Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due high out of range pacing impedances, measuring greater than 2000 ohms. It was noted the physician performed over 30 turns with the rotation tool to extend the helix mechanism. This ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.